Manufacturer narrative:
This report is submitted on november 9, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal on (B)(6) 2022. Subsequently, the device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 27, 2023.